Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode cannot be determined. Intuitive surgical, inc. (Isi) has requested the return of the blue sureform 60 reload used during this event, but the product has not been received at this time. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: an error 22030 occurred once indicating a sureform 60 stapler instrument (serial #(B)(4)) experienced a firing failure while installed on arm 1. The stapler logs for this event were reviewed by an isi failure analysis engineer (fae). Per the available logs, there is only one install shown for sureform 60 stapler instrument (part #480460-09, lot #l90220323-0014). The tool table indicates this instrument fired 8 reloads (all blue per the tool table). The only install in the logs shows a firing failure at 99% completion following 1 pause for compression. This firing failure has a corresponding error code 22030. It is unclear what firing number this was or what the status of the other blue reload firings are. This complaint is being reported due to the following conclusion: during a da vinci-assisted procedure esophagectomy procedure, a sureform 60 stapler instrument fired a blue sureform 60 reload and pushed the target stomach tissue. The surgeon reportedly removed additional tissue and sutured tissue due to this event. The cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted procedure esophagectomy (transthoracic ¿ chest anastomosis) procedure, a sureform 60 stapler instrument fired a blue sureform 60 reload and the target stomach tissue was pushed. The surgeon said he had completed the end-to-side anastomosis of the esophagus and had to close the stomach after the anastomosis. The surgeon used this blue sureform 60 reload fire in an attempt to close the stomach, but the tissue was pushed. The surgeon said the stapler damaged the stomach tissue and the surgeon had to cut out and remove the stomach tissue that was damaged. The surgeon reported that staples were fired, but none were applied correctly and the surgeon collected all the loose staples. This event reportedly delayed the procedure by 90 minutes. The surgeon said this part of the stomach was called the gastric conduit and is connected to the esophagus. The surgeon said due to the removal of stomach tissue, they had to suture the anastomosis as there was not enough tissue left for a stapler to be fired on the tissue. The surgeon said they don¿t know why this event occurred, but said there was a nearby staple line and possibly a staple blocked the blade. It is unclear if the surgeon stapled over an existing staple line. The procedure was completed robotically. The surgeon said the patient is doing fine post-operation and they were not hospitalized any longer than expected. The surgeon said the patient was experiencing fluid build up in their chest and shortness of breath, but that the surgeon has not seen the patient again and does not know the cause of these symptoms. The surgeon said they might be caused by a staple line leak, but is unsure. Additional follow-up attempts have been made with the surgeon, but no response has been received at this time.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 blue reload involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported event. The reload was found to have the knife exposed within the knife track. The reload was found to have a firing failure based on log review and during inspection. The root cause of the issue is typically attributed to mishandling/misuse. Additional observations not reported by the site that were related to the primary failure were identified. The reload was found to have blade damage. The blade edge showed signs of mechanical indentation. The root cause of this failure is attributed to mishandling/misuse. The reload was found to have cartridge damage. The cartridge damage was at the same location of the exposed blade. Root cause of this failure is attributed to mishandling/misuse. The reload was found to have exposed staples. The staples were stuck around the blade. Isi also received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed, but did not replicate, the reported event. The instrument was found to have a firing failure based on log review. The root cause was not determinable/applicable. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument clamped, fired and unclamped without any issues.